Event description:
During use of the first subject device for an uncertain procedure, probe damage error occurred. The surgeon replaced with the second subject device. But the same error occurred. The procedure was completed with a similar device. There was no pt harm reported without this event. As a result of the eval of olympus medical systems corp (omsc) on (B)(6) 2014, it was found that the ptfe pad of one of the devices was worn away.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed, with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the eval result of the subject deice, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.